Event description:
The customer reported that the blade of the device was not advancing. Another device opened and the procedure was completed. There was no injury to the pt. The device was returned and visual inspection noted that the front part of the knife blade is missing and could not be found. The customer confirmed that the blade came out during the procedure and was retrieved from the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.